Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during the case the valve became defective. The device broke causing air to leak out thus leading to additional or time due to compromised visualization. The obturator and syringe were not received. The locking collar was intact. The balloon appeared intact. The flapper valve functioned properly. The photograph is of the device in a plastic bag. The balloon was inflated and did not demonstrate any leaks. The flapper valve and locking collar functioned properly. The trocar was tested for leaks; no leaks were detected. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
According to the reporter during an appendectomy procedure the valve became defective. The device broke causing air to leak out thus leading to additional operation time due to compromised visualization. It was also reported that no adverse complications for patient due to the additional operation time.